Manufacturer narrative:
Review of the black box data revealed no insulin delivery records after (B)(6) 2013 at 5:11 pm. After this time, there were multiple records of call service alarms. Prior to this time, the daily insulin delivery totals correctly reflected the users programmed basal rates. On examination, there was visible moisture in the display. On testing, the pump powered on with a blank display screen. Leak testing revealed a leak through a crack in the case near the right corner of the display. The pump was opened for investigation and revealed damage of the printed circuit board and the display wiring. A test display was attached to the pump and illuminated properly and was clearly legible. The pump was exercised for 29 hours and the pump was found to be delivering within the required specifications without alarms. (B)(4).

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the one touch ping pump¿s display was blank. The pump continued to make auditory and vibratory signals. The patient obtained a blood glucose reading of ¿greater than 600 mg/dl¿ and he experienced the symptom of vomiting. The reporter noted that the pump display was functioning normally on the evening before, (B)(6) 2013, when the patient went to bed. The patient corrected his blood glucose levels with insulin taken by syringe injection. He did not seek any medical attention. Troubleshooting revealed there had been no trauma to the pump and it had not been exposed to moisture. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump display issue occurred, therefore this complaint is being reported.